Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient experienced ineffective therapy and rib stimulation due to lead migration. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient experienced ineffective therapy and rib stimulation due to lead migration. Surgical intervention was undertaken on 22 april 2025 wherein the leads were explanted and replaced to address the issue.